Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin c5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative replaced the (B)(4) pc board to resolve the issue and the device was put back to service. Photos of the defective display and a serial read-out of the pump were sent to sorin group (B)(4) for further investigation. Through analysis of the returned photo and serial read-out, sorin group (B)(4) confirmed that the reported issue was caused by a faulty (B)(4) pc board. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Evaluated on site by sorin service rep.

Manufacturer narrative:
(B)(4) manufactures the sorin c5 system. The incident occurred in (B)(6) hospital in (B)(6). This medwatch reports is filed on behalf of (B)(4). Sorin group received a report that the display of the roller pump became very dark and displayed an error message during a procedure. It was also reported that the pump still functioned properly and the procedure was completed with no pt injury. The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the display of the roller pump became very dark and displayed an error message during a procedure. It was also reported that the pump still functioned properly and the procedure was completed with no pt injury.